Event description:
Pt reported generalized itching after her injection of supartz on (B)(6) 2014. Dose or amount: 1 syringe; frequency week; route: given intraarticularly. Diagnosis or reason for use: osteoarthritic.